Manufacturer narrative:
The reported event that the tracker gave inaccurate readings when calibrating and validating was duplicated by the service technician. During the functional inspection, the adapter interface was found to be loose and did not provide a solid fitting when engaged to a test pin. Possible root causes of the reported event include excessive torsional and/or impact loading during use.

Event description:
It was reported that during testing conducted at the user facility the device was reading as inaccurate, approximately 11.4 mm off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility the device was reading as inaccurate, approximately 11.4 mm off. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.